Event description:
It was reported that t-wave oversensing was observed on a remote transmission on the right ventricular lead. T-wave oversensing had also been previously reported and reprogramming was done at that time. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that an interrogation showed elevated sensing integrity counter (sic) with t-wave oversensing, noise and questionable crosstalk.